Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility certified clinical hemodialysis technician (ccht) reported that during a patient¿s hemodialysis (hd) treatment, the bloodlines were leaking at the heparin line connector. This was observed at approximately 3 hours 40 minutes into a scheduled 4-hour treatment. There was a small amount of blood coming out of the heparin line connector piece that extends from the arterial bloodline. There were no machine alarms expected. The estimated blood loss was approximately 20 ml (milliliters). The ccht reported that there was a small visible crack were the blood was leaking out. The staff ended the patient¿s treatment early (20 minutes were remaining on the treatment time), and there were no patient adverse effects or injuries experienced and no medical intervention was required. The patient has continued to complete regularly scheduled hd treatments at the facility without any further issue. The bloodline device was not available to be returned to the manufacturer as it was discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.